Event description:
In 2008, the pt reported experiencing elevated blood glucose for the past 3 days. She stated that her blood glucose measured 120 mg/dl when she woke up and at lunch time her blood glucose was elevated to 280 mg/dl. She bolused 5 units of insulin and rec'd an e4 (occlusion) error. She stated that she changes her infusion site every 3-4 days and her infusion tubing every 10 days. She was advised to change the infusion site every 2 days and the infusion tubing and insulin cartridge every 6 days. At the time of the e4 error the pt's infusion site had been in use for 1 day and the infusion tubing had been in use for 5 days. To troubleshoot, the pt was instructed to disconnect from the "pigtail" of the infusion set and to bolus 5 units of insulin. She rec'd an e4. She was instructed to disconnect the infusion tubing from the infusion device and she was able to bolus without error. The pt then attached a new infusion tubing, primed, and bolused without error. Upon follow up on three days later, the pt reported that her blood glucose has been within her target range (80-130 mg/dl). The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.